Event description:
Additional information reported that the patient's catheter was also explanted along with the previously reported explant of the pump. The patient had a "pocket of fluid" located on the back. The patient had the same "pocket of fluid" while the pump had been implanted. It was not known whether the reported fluid was a cerebrospinal fluid (csf) leak, or if it had been tested in any way. It was suggested that "bone damage" was done when the device was removed. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
The patient had an infection at the pump and catheter implant sites; she had noticed a lump about 3-4 weeks ago. She could also "feel the catheter has been pulled out about 3 weeks ago. The patient had no falls or trauma. The pump had no medication in it for about 4-5 months. At the patient's last visit with the hcp, the pump was "turned off without her consent". The patient stated that she never heard any alarms because the hcp had turned them off. The patient had an appointment with a surgeon on (B)(6)-2011. On (B)(6)-2011, it was reported that the pump had been removed.

Manufacturer narrative:
Catheter model 8709sc; serial# (B)(4); implant date: 2009-(B)(6); explant date: na; accessory model 8591-38; lot#c35349.

Manufacturer narrative:
Concomitant medical products: neuro accessory model 8591-38 lot# c35349 implanted: (B)(6) 2009.